Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-06017, 2017865-2019-06019. It was reported that the patient has deceased. The cause of death was unknown.

Manufacturer narrative:
A partial lead with the pin measuring 3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.